Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The customer¿s blood glucose was 426 mg/dl at the time of incident which was treated with insulin pump. The current blood glucose was 130 mg/dl. Troubleshooting was performed for high blood glucose but declined to perform high pressure test. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test (B)(4). Sensor failed per specifications due to high readings. See attached file for details.